Event description:
A nurse reported that at the completion of a procedure, it was observed that balanced salt solution had leaked down the front of the unit and onto the floor. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).